Manufacturer narrative:
This device was used for treatment and not diagnosis. Date of event: unknown. Implant date: the original implant date was approximately one year. Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number provided could not be verified; therefore, further investigation cannot be performed. Placeholder.

Event description:
A patient had hardware removal on (B)(6) 2013, of a 2.7mm /3.5mm variable angle (va) locking compression plate implanted (part number 02.117.502), six 2.7 mm variable angle locking screws, one 3.5mm locking screw and one 3.5mm cortex screw. The removal was due to pain near the ulnar nerve. The original procedure was on an unknown date approximately one year ago. The procedure was successfully completed. No delay in surgery. This report is 1 of 3 for complaint (B)(4).